Manufacturer narrative:
The device was discarded by the facility. A review of the mfg paperwork is being conducted. This pt was implanted with two gore tag thoracic endoprostheses (tg3115/lot#044322595 and tg3110/lot#04330601).

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. When the physician removed a 22 fr gore introducer sheath with silicone pinch valve, resistance was felt. An arteriogram revealed extravasation from a ruptured right external iliac artery, which was successfully repaired by surgical means. The pt tolerated the procedure.